Event description:
I am an omnipod 5 user who relies on the mobile app to manage my insulin delivery. Several weeks ago, the app began showing a persistent login error: 001-002-0020-0400. This error prevents me from signing in and accessing the system through my smartphone. As a result, I have been forced to temporarily switch back to using the separate omnipod 5 pdm device, which undermines one of the key benefits of the system--consolidation of diabetes management into a single device. I first contacted omnipod customer support shortly after the error began. I was told the issue would be escalated and that I would receive a follow-up or resolution. However, it has now been over a week (and counting) with no update, no resolution, and no communication from omnipod's support team. I have already attempted all of the usual troubleshooting steps: uninstalled and reinstalled the app cleared app data and cache ensured the device time and date are set to automatic tried on multiple wi-fi and cellular networks restarted the device multiple times despite all of this, the issue persists. The error seems to be related either to an authentication failure on omnipod's backend or a compatibility problem with my device. I used this same phone successfully with omnipod 5 before the issue began, and nothing else changed on my end. This prolonged lack of access is unacceptable for a medical device I rely on daily. It impacts my ability to conveniently and efficiently manage my diabetes, creates unnecessary stress, and forces me to carry additional devices--contrary to what omnipod 5 was designed to help avoid. What is most concerning is the lack of communication or accountability. I've followed up with customer service but have not received any meaningful response or timeframe for resolution. I am now seeking formal assistance to prompt action. Desired resolution: a clear explanation.